Event description:
Boston scientific crm received information that during the explant procedure for this device replacement, it was noted that the set screws were stuck and the physician had trouble loosening them from the leads. Several techniques were used, and the set screws finally came loose, however there was noted insulation damage on the right atrial lead and as a result the lead had to be surgically abandoned and replaced at the same time as the new device was implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that during the explant procedure for this device replacement, it was noted that the set screws were stuck and the physician had trouble loosening them from the leads. Several techniques were used, and the set screws finally came loose, however there was noted insulation damage on the right atrial lead and as a result the lead had to be surgically abandoned and replaced at the same time as the new device was implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed that all setscrews were free and the seal plugs were good. The device header was checked per (B)(4) and passed. The device was checked with is-1 lead and fit was normal. The device header was examined under high power microscope, seal plugs and adhesive appeared normal and seal appears to be intact. The tip & ring setblocks were checked with pin gages that exceeded is-1 specs and the setscrews moved freely with no binding. Additionally, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. All capture washers were distended, this results from setscrew being backed out to far and without correct or working wrench. A visual inspection of the tip setscrew shows tips to flats damage. A skewed insertion of a wrench could cause this damage. This is most likely due to incomplete seating of the wrench, indicating the setscrew may slip during use. Body fluid contamination was noted in the tip of the atrium lead barrel, this can cause difficulty in removing lead. This damage was determined to be procedurally induced.